Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and there were some alarms in the alarm history. The customer's blood glucose is normal; customer didn't require medical treatment. Customer was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.